Event description:
During a laparoscopic nissen procedure, the needle broke. The surgeon used another device. No pt injury was reported.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the difficulty reported could not be reliably determined as only half of the broken needle was returned for evaluation.